Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause: user's misunderstanding of erratic results.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 90 to 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer during call on (B)(6) 2015 produced results of 108 mg/dl and 110 mg/dl. Blood test performed prior to call on (B)(6) 2015 produced test results of 503 mg/dl and 108 mg/dl. The product is stored by customer appropriately. The test strip lot manufacturer's expiration date is 05/20/2018 and open vial date is not provided. The meter memory recalled for fasting test results performed: (B)(4). Adverse event not reported.